Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the catheter broke while being inserted, requiring surgical intervention to remove the embedded pieces of broken arrow catheter from inside radial artery". The condition of the patient is reported to be 'fine'. The associated emdr report numbers are 3006425876-2025-00170 and 3006425876-2025-00050.

Manufacturer narrative:
(B)(4). The customer provided three photos for analysis. The photos show the catheter body broken and separated adjacent to the juncture hub. The customer returned one arterial catheter and the product lidstock for analysis. Signs of use in the form of biological material were observed. Visual analysis revealed the catheter body was separated adjacent to the catheter hub and into two pieces. The points of separation appeared rough and jagged. It was noted that the catheter body was brittle and easily fractured once a perpendicular force was applied. Stress markings indicating brittleness were observed on the catheter body. The appearance of the extrusion is consistent with exposure to uv light during storage and shipping. The overall length of the catheter from the juncture hub to the distal tip measured 25 mm, which is within the specification limits of 25-29 mm per catheter product drawing. The catheter body outer diameter measured 0.80 mm, which is within the specification limits of 0.78-0.80 mm per catheter product drawing. Functional inspection could not be performed due to the condition of the returned device. Manufacturing and r & d have previously been contacted as part of this complaint investigation. Testing performed at the manufacturing facility was able to reproduce the observed failure mode (brittle catheter body) through prolonged exposure to uv light. A device history record review was performed, and no relevant findings were identified. The current approved product labeling for finished good sac-00324-pbx was reviewed and includes the iso 15223-1 symbol indicating "keep away from sunlight." The customer report of arterial catheter separation was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the catheter body had separated adjacent to the catheter hub. The catheter body was observed to be brittle and easily fractured once a perpendicular force was applied. Previous testing performed at the manufacturing facility was able to reproduce the observed failure mode (brittle catheter body) through prolonged exposure to uv light. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing issue. Based on these circumstances, storage and shipping related to uv light exposure caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the catheter broke while being inserted, requiring surgical intervention to remove the embedded pieces of broken arrow catheter from inside radial artery". The condition of the patient is reported to be 'fine'. The associated emdr report numbers are 3006425876-2025-00170 and 3006425876-2025-00050.